Event description:
The patient reported that went to a scheduled clinic visit and was told that there was one month longevity remaining on the battery. The patient believed this was premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.